Manufacturer narrative:
A new pacing system was successfully implanted. To date, the explanted products have not been received at boston scientific. Upon receipt, the device and lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
A new device and lead were successfully implanted. The returned portion of lead was determined to be 7 cm of the rate/sense conductor coil. No insulation material was received. One end of the segment was severed, and the other end was melted. Based on the reported field observations that the lead was fractured in the subclavian/first-rib area, laboratory analysis concluded the melting of the conductor coil was caused when the device delivered the shocks into the damaged lead. The melted metal is consistent with the lead coils shorting against themselves due to a fracture.

Event description:
Boston scientific received information that the patient with this right ventricular defibrillation lead and implantable cardioverter defibrillator (ICD) was admitted to the hospital after received 2 inappropriate shocks. The patient had been undergoing rehab and training for a broken back. Upon interrogation of the system, a yellow warning pop-up screen appeared that stated "warning: a shorted condition on the shocking lead has been detected. A low shocking lead impedance has been recorded. Please evaluate lead integrity." In addition, high thresholds, noise, and loss of capture was noted. The daily measurement data indicated lead issues on or around (B)(6), 2012 which coinsides with the patient falling and breaking his back. A chest x-ray was performed and confirmed a fractured lead at the point between the left subclavian and first rib (subclavian crush). The patient was admitted to the hospital for a replacement procedure. The device was removed and replaced and the lead was surgically abandoned and replaced. The device and lead were returned for analysis. No additional adverse patient effects were reported.